Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that a transmission was sent because the implantable pulse generator (ipg) device did not appear to be ¿firing.¿ the patient¿s rates were in the 30-40s. The device remains in use. No patient complications have been reported as a result of this event.